Event description:
It was reported that the health care professional (hcp) wanted a battery analysis for this pacemaker. Technical services (ts) reviewed the reports and found that the device was depleting prematurely. Technical services (ts) advised device replacement or re-evaluating the battery in a few months to maximize battery life. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the health care professional (hcp) wanted a battery analysis for this pacemaker. Technical services (ts) reviewed the reports and found that the device was depleting prematurely. Technical services (ts) advised device replacement or re-evaluating the battery in a few months to maximize battery life. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Subsequently. The device was returned for analysis.

Manufacturer narrative:
Correction to field h6: if remedial act init, type. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the health care professional (hcp) wanted a battery analysis for this pacemaker. Technical services (ts) reviewed the reports and found that the device was depleting prematurely. Technical services (ts) advised device replacement or re-evaluating the battery in a few months to maximize battery life. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Subsequently. The device was returned for analysis.

Event description:
It was reported that the health care professional (hcp) wanted a battery analysis for this pacemaker. Technical services (ts) reviewed the reports and found that the device was depleting prematurely. Technical services (ts) advised device replacement or re-evaluating the battery in a few months to maximize battery life. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.